Event description:
Reporter alleged blood glucose measured 763 mg/dl which is outside the reading range of the device. It was stated the meter center of its display states the reading as 788 mg/dl. No actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.